Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.

Event description:
The customer reported that the device did not work. There was no pt injury. The device was returned to covidien and initial inspection noticed that the clear insulation was missing and it failed hipot testing. The customer confirmed that the clear insulation did not disengage from the device during procedure.